Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all of the conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that immediately at the completion of the implant, a fluoroscopy noted that the lead had dislodged. The pocket was reopened for repositioning. Upon further investigation, there was "cloudiness" on the lead insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.